Manufacturer narrative:
The customer did not return product for investigation. Testing of retention product was performed. Testing was performed with retention anti-s, lot sc71n-1, and retention s+s, s+s-, and s- reagent red cells from panocell-20, lot 46614 and panocell -10, lot 46609. The expected reactivity was observed in all testing; all s+ cells exhibited 2+ to 3+s reactivity and all s- cells were nonreactive.

Event description:
Customer reported unexpected negative reactions with anti-s. Lot sc71n-1 when testing cell #1 (heterozygous s cell) of panocell-10, lot #46609. Repeat testing was performed with cell #6 and cell #8 of the same panocell -10 resulted weak and microscopic positive reactions, respectively. Both cells are heterozygous s cells.